Event description:
It is reported that in 2007, the pt had an infected knee that the surgeon went into surgery planning on removing the components to debride and treat the infection. The surgeon attempted to remove the components under standard procedure of backing out the locking bolt and he could not get it to budge. After a couple of attempts, he pushed until failure resulting in the hex driver head breaking off in the hex of the locking bolt. As a result, he could not get access to the hex piece to remove it from the bolt, so he had to break the poly in two pieces and slide it out to get access to the bolt. After he obtained access to the bolt, he had to cut the bolt in half to be able to free up the femoral component to allow removal.

Manufacturer narrative:
Other device used: catalog #00588001502 nexgen complete knee solution rotating hinge knee femoral component option, lot #77320600. This report will be amended when our investigation is completed.